Event description:
A customer contacted baxter to report that air was observed in the drain line and the patient line after therapy. There was patient involvement, but no patient injury.

Manufacturer narrative:
(B)(4). A companion sample was received and evaluated. Functional tests, leakage test, clear passage test and full therapy were conducted, and no exception was observed. No abnormality was observed. This report of air in tubing was not confirmed and a cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The actual sample was discarded by customer; however, a companion sample was available and requested for evaluation. A follow-up report will be filed should additional information become available.